Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for our investigation. Without the product sample, we are unable to determine the root cause of this incident. As no lot number was provided, we were unable to trace the DHR (device history record), quality testing performed and corresponding results. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU): "drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time, which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends.